Event description:
The customer reported via phone call experiencing high blood glucose levels all day. The customer's blood glucose was over 600 mg/dl and the customer had not yet treated for high blood glucose. Customer stated that the serter was made for 2 pieces, but she observed that the infusion sets were in 3 pieces. The customer's husband was walked through the priming process and protocol for insertion. The customer was advised to take a bolus once the infusion set was successfully inserted. Upon inspection, it was found that the infusion sets in use were expired. The customer was advised that the infusion sets would be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.